Manufacturer narrative:
Date of event was reported as "about a week ago" (2016). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient didn¿t need stimulation in the summer because they had medication so they hadn¿t recharged the implantable neurostimulator (ins) in at least a couple of months. The consumer tried using their recharger to recharge the implant but saw the reposition antenna screen on the recharger, was unable to communicate with the implant using the recharger, and was unable to recharge. Follow up information received on (B)(6) 2017 from the patient reported that they reported the inability to communicate with the ins to their managing physician with appointments of b)(6) 2017 noted. As a step to resolve the issue, the ins battery was to be replaced on b)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.